Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, the pt experienced a pump stop alarm and was readmitted into a local hospital and later transferred to the implanting center. The pt was hemodynamically stable; however, the duration of the pump stoppage was greater than 2 hours by the time he arrived at the implanting center; therefore, the hospital team decided to schedule a pump exchange for the following day. During the explant of the pump on the following day, the pt showed signs of recovery and it was decided not to implant another pump. The pt is reported to be stable in the ICU.

Manufacturer narrative:
Visual examination of the returned pump revealed loose, unstructured depositions of clotted blood present through the inflow conduit, outflow graft, and outflow elbow. Depositions of adhered, unstructured, denatured blood were present throughout the body of the pump, occluding the inlet and outlet stators and surrounding the body of the rotor. In addition, contact marks were noted on the outlet portion of the rotor and outlet bearing cup, indicating that the occlusion was present during pump operation. The depositions appeared consistent with a low flow state; however, a specific cause for the low flow could not be determined. The observed depositions would have caused increased drag on the rotor, which could result in cessation of the motor, resulting in the reported pump stop alarm. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the returned pump revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.